Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Prior to procedure, the patient's right atrial (ra) lead revealed noise over-sensing causing inappropriate automated mode switch (ams) episodes. Further investigation showed the noise was reproducible with the patient's arm movement. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.